Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via voice mail, customer had experienced a low blood glucose of 37 mg/dl that was treated with food. Customer's mother is not sure how many carbs she inputted and is unsure how much insulin the device delivered. Customer's mother stated the customer wasn't feeling well at the time of the call and was advised a call back would be scheduled. Seemed the customer treated for 48 grams and correction of -2.1 was done. Customer's mother believes customer has poor diet and didn't eat much last night and that may have caused the low. The device is not returning for analysis.